Event description:
Customer was hospitalized for dka. The family member stated that the customer had received two error alarms a few days prior to the event. It was indicated that the programming on the pump was incorrect. The family member was assisted with resetting the pump. Troubleshooting was done and the pump passed the functional tests. It was conveyed to the family member what the error alarms meant and how to respond to them. The family member was advised that the pump is functioning properly.